Manufacturer narrative:
Previous: the lens was exchanged for same size, similar diopter. _corrected: the lens was exchanged for a same size , lower diopter. Device evaluation: lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. The lens was remeasured found that the product is within the verification. (B)(4).

Manufacturer narrative:
Previously: device evaluation: lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. The lens was remeasured found that the product is within the verification. _corrected: device evaluation: lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. The lens was remeasured and found that the product is within the specification. (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.5 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a same sized, similar diopter lens due to refractive surprise. The problem was resolved.